Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks with 7 ml of juvéderm® voluma¿ xc. Three months later, patient developed extremely hard nodules, pus, drainage, swelling, redness, pain, cyst, and infection (later), area of firm hard swelling. 1.5 ml of hyaluronidase was injected throughout the cheeks. Areas became fluctuant and began draining a brown creamy liquid with 4-5ml of brown liquid was manually expressed with signs of superficial skin infection. Patient was treated with doxycycline, 30 mg of steroid, medrol dose pack, steroid shots, sulfamethoxazole - trimethoprim (bactrim ds), and ciprofloxacin 500mg to cover for staph and atypical myco with added diflucan 100mg for likely yeast infection. Event is ongoing at this time.